Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced inaccurate cgm values which occurred 9 days after the sensor had been inserted in the arm. In the afternoon, the patient arrived home and went to sleep when his mother's follow app alerted her that the patient's cgm was high. Concerned, she checked on him and found him pale, covered in a cold sweat, with wide-open eyes that appeared tired. She took a bg reading which was 24 mg/dl, and the cgm reading was high. The patient's mother called 911. There was no treatment done by the mother since she immediately called 911. When emergency medical services (ems) arrived, they took a bg reading which was decreasing (no value reported as the mother couldn't remember). The paramedics treated the patient with nasal spray (glucagon) and intravenous (IV) glucose. The patient was awake but unresponsive. Ems stayed at the house for approximately 1 hour and 45 minutes until the patient stabilized. They tested his bg before leaving, but there was no value reported. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.